Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was admitted with a heart rate around 20 beats per minutes and that there was no capture in the ventricle. It was also reported that the cause of the event was suspected to be non-specific damage to the lead. The lead was going to be replaced. No patient complications have been reported as a result of this event.